Event description:
The hcp reported that the pump was "floppy in the pouch and could not see catheter behind the pump." "At two refills of the drug pump", there was a volume discrepancy such that they expected to withdraw 2.2 mls from the pump at the first refill but withdrew 7 mls, and expected 2.5mls at the second refill but withdrew 8mls. The hcp also reported that the pt's pain level has been increasing. An x-ray was performed and no disconnections or any discrepancies were found. A catheter dye study and a pump rotor study were performed with no significant findings reported. The hcp indicated the pt's position was kinking the catheter near the pump connector. The pt's most recent refills have been within 25% variance and her pain scores have improved. The drug contained in the pump was fentanyl at a concentration of 100 ug/ml. The pt recovered without sequela. See MFR. Report # 3004209178200703293.